Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was in the 40 mg/dl range recently. The patient declined troubleshooting for the low blood glucose. She also mentioned that the down arrow was not working. The other buttons functioned intermittently. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased up and down buttons dome switches. No unlocked j2 lcd keypad connector. All operating currents within the specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.